Event description:
Customer reported not being able to test her blood glucose due to a blank screen on her precision xtra glucose meter. Customer reported experiencing symptoms of "dizziness" and went to the people's clinic where she was treated with an insulin shot.

Manufacturer narrative:
Customer's meter has been returned to the lab. An investigation determined the complaint is not confirmed. The blank screen issue was not observed. Meter did power on with button depression and insertion of cal bar. Meter did power on with strip insertion. However, given the pt experienced symptoms and required third party intervention, the issue remains a reportable adverse event.